Event description:
It was reported that (3) devices were used during thoracoscopy procedure. It was reported by the rep that the surgeon pulled gun for a bleb resection. Pulled trigger, gun fired staples with no cutting action. Staples going in every direction. Surgeon pulled another gun. Stapler stapled again with no cutting action. The rep was informed that the surgeon opened the pt to finish the procedure. The pt would have been opened regardless because the lobe had to be removed due to cancer. There was no consequence to the pt.